Event description:
Reporter alleged blood glucose measured 142 mg/dl back to back with a result of 84 mg/dl when performed within a minute of each other. Reporter indicated no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.